Manufacturer narrative:
Continuation of d10: 439888 lead implant date: (B)(6) 2017, 5076-52 lead, implant date: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced mild edema, erythema, swelling, intermittent pain, and warmth around the device site due to a pocket infection. The patient was treated with oral and intravenous antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient  no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced mild edema, erythema, swelling, intermittent pain, and warmth around the device site due to a pocket infection. The patient was treated with oral and intravenous antibiotics. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The antibacterial absorbable envelope was implanted over twelve months prior to the infection and therefore will not be related to the infection. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.